Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p10-32 that has a similar product distributed in the us, list number 8p10-21/-31, with 510k/PMA/bla number p110029. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory results for a 56-year-old male patient. The following results were provided: on (B)(6) 2025 sid (B)(6) hbsag qualitative results = 4.87 s/co, 4.77 s/co, 5.00 s/co (reactive) hbsag confirmatory results hbsagquac2 results = 4.28 s/co, 4.46 s/co, 99%neut. On (B)(6) 2025 new sample sid (B)(6) hbsag result = 0.75 s/co (nonreactive) hbv serological markers results = no reactivity no impact to patient management was reported.

Event description:
The customer observed false positive alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory results for a 56-year-old male patient. The following results were provided: (B)(6) 2025 sid (B)(6) hbsag qualitative results = 4.87 s/co, 4.77 s/co, 5.00 s/co (reactive), hbsag confirmatory results hbsagquac2 results = 4.28 s/co, 4.46 s/co, 99%neut. (B)(6) 2025 new sample sid (B)(6) hbsag result = 0.75 s/co (nonreactive), hbv serological markers results = no reactivity. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false positive alinity I hbsag qualitative ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and return sample analysis. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I hbsag qualitative ii assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 77593fz00. The device history record review did not show any nonconformances or deviations associated with the lot number and complaint issue. The overall performance of alinity I hbsag qualitative ii reagent in the field was reviewed using data from customers worldwide. The patient median result is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Return sample analysis was carried out. Two samples were tested using 8p10-32 lot 77593fz00, sids (B)(6) (sample draw from (B)(6) 2025) & (B)(6) (sample draw from (B)(6) 2025. However, only one sample tube (ID (B)(6) (sample draw from (B)(6) 2025) generated results in-house (nonreactive). This concurs with the result obtained by the customer for this sample. There was insufficient sample volume to generate results inhouse for sample ID (B)(6) (sample draw from (B)(6) 2025). Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii for lot number 77593fz00 was identified. All available patient information was included. Additional patient details are not available.